Event description:
It was reported that the touchscreen was cracked during patient transport resulting in a touch malfunction. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the touchscreen was cracked during patient transport resulting in a touch malfunction. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is required. A getinge field service technician (fst) was sent for investigation on 2025-08-29. The fst confirmed that the touch screen was cracked on the left lower side and had a touch malfunction. The assembly touch foil & display was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The root cause for the touchscreen malfunction was mechanical damage. According to the fst, the root cause of the touchscreen damage was an external force. Additionally, based on the investigation results this reported damage on the screen is most probably related to rough handling of the device, which leads to the mechanical damage. (E.g. Something hit the screen). This analysis is also supported by the cardiohelp risk analysis v24. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter "check before every application" the touch screen must be checked before use. According to the IFU, chapter "inter-hospital patient transportation", the cardiohelp-I has degree of protection according to iec 60529 of ipx1 (no protection against splash water). For patient transport, the use of the protection cover is required. The review of the non-conformities has been performed on 2025-09-01 for the period of 2014-12-23 to 2025-08-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-12-23. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "cracked screen and touchscreen malfunction" could be confirmed, but is not a product related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.